Event description:
Explanting surgeon has reported a right side device rupture. The device has been removed.

Event description:
Explanting surgeon has reported a right side device rupture. The device has been removed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d10,h3,d4,h6. Device evaluation: base on the device analysis the final assessment is: a sharp pattern on patch bond edge of opening device assessed as an unidentified (tear) opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Explanting surgeon has reported a right side device rupture. The device has been removed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence.

Event description:
Explanting surgeon has reported a right side device rupture. The device has been removed.